Event description:
It was reported via repair work order that the cot raises and lowers intermittently when loading and unloading due to a broken sensor and cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.